Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient wants to try the other groups on the settings, because the patient can hardly walk. Patient stated that they had increased the stimulation, but it was shocking them in the wrong spot. Patient stated that they need the stimulation on their lower spine. Patient said that they met with a manufacturer representative (rep) about a month or so ago, for a readjustment, and before they went to see all their spine people and orthopedic doctors. Agent walked the patients by checking their groups. Agent had the patient try the other groups and adjust the stimulation until they felt relief. Patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their trial helped with 100% of their pain, but the permanent implant helps at night but helps very little with walking. They noted that they got stimulation readjusted, which helped some. They noted they had to shut stimulation off for a procedure, and could not get stimulation turned back on for 5 days. They called a rep, but got no phone call back.